Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received a potential false result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on december 13, 2021 run # (B)(4) generated a sars-cov-2 negative, influenza a negative, influenza b positive result for a patient¿s sample when tested and analyzed on the cobas® liat® system (s/n(B)(4)). The patient¿s same sample was repeat tested on an unknown platform and a sars-cov-2 negative, influenza a negative, influenza b negative result was generated. No harm is alleged. The results were not reported out to the patient and/or personnel treating the patient.

Manufacturer narrative:
No product problem related to the customer allegation was identified. Internal control amplification is robust, and influenza b amplification is consistent with true target amplification of a low titer sample, near the limit of detection (lod) for the liat® test. Near lod, sample results can be expected to waiver upon retest. (B)(4).